Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Reportedly, the customer was using fiasp insulin. Tandem technical support educated customer on insulin labeling. Customer changed infusion set and cartridge to address elevated bg. The customer reverted to using novorapid insulin. Recommendation was made to consult with healthcare provider regarding diabetes management.